Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
On 3/28/2023, it was reported by a sales representative via email that the surgeon was unable to insert any screws or anchors to complete the case. This was a laterjet procedure on (B)(6) 2023, that lasted eleven to twelve hours. No further information was provided. Additional information was received on 4/3/2023: the bone block broke when interesting the first screw. The surgeon attempted to re-insert in a different direction but could not; both screws were removed. Then, the surgeon attempted to use anchors to fix soft tissue but drilled at an incorrect angle, and the anchors could not be inserted. The screws were ar-7000-xx; however, the exact part number is unknown. Ar-1934bcft biocomposite suturetak was also attempted to be inserted but did not work. The case was completed with an ar-7200 fiberwire and products from another manufacturer.